Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported the catheter got torn near the hub during placement. The catheter was replaced. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the catheter got torn near the hub during placement. The catheter was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one s-l catheter for analysis. Signs of use were observed on the catheter body and within the distal extension line. Visual analysis revealed a hole in the middle of the distal extension line (white luer hub). The cut appeared smooth , consistent with damage due to contact with sharps such as a scalpel or needle. The inner diameter of the distal lumen measured 1.4478 mm , which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the distal lumen measured 2.178mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The total length of the catheter body measured 210mm, which is within specifications of 201.5 - 210.5mm per catheter product drawing. The extension line was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal extension lines was flushed using a water-filled lab inventory syringe. When the distal line was flushed water leaked through the hole. A manual tug test confirmed the distal extension line was fully secured within the luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The complaint of an extension line leaking was confirmed by a complaint investigation of the returned sample. Functional testing revealed that the distal extension line had a cut in it. A device history record review was performed, and no relevant findings were identified. Based on the customer description and the nature of the damage observed to the extension line, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.